Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient¿s aortic neck was tortuous. At the end of the procedure, it appeared that the trunk ipsilateral leg endoprosthesis moved distally. However, no additional treatment was performed because there was no endoleak. On (B)(6) 2021, a follow-up CT image revealed a slight proximal type I endoleak. On (B)(6) 2021, an aortic extender endoprosthesis was implanted to treat the endoleak. The endoleak was resolved.